Manufacturer narrative:
(B)(6). Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump received with scratched case, cracked select button keypad overlay, stained keypad overlay, cracked case behind the pump at the corner of the belt clip rails, keypad overlay texture damage, missing display window cover, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call for moisture damage. Blood glucose was unknown. The insulin pump will be returned for analysis.